Event description:
The customer said the ventilator was alarming due to a high o2 supply pressure and no o2 available when operating via tanks or wall. The customer says they were using it on transport and it says no o2. When unit was plugged back in there was still no o2. The css asked the customer what the regulators were set at. The customer replied that they were set to 300psi. The css told her that she must be looking at the wrong gauge and she replied that she knows how to read the gauge and they are set to 300psi, and one tank has 500psi in it and the other is full. The css recommended that customer disconnect unit from o2 tanks and have the regulators serviced/replaced per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Applicable final testing was completed and passed to specifications.

Manufacturer narrative:
Css advised customer to the regulator replaced. No serial number provided by customer.